Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Pictures of the sample were received for analysis. Upon visual inspection of the picture, a secure strap package was observed.    Also, the analysis results found that the strap25 device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 14 straps were found inside cannula shaft. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No further investigation will be conducted on this pi. Result information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an umbilical hernia repair on an unknown date in (B)(6) 2021 and the absorbable straps were used. It was reported that the secure strap was being used in an umbilical hernia case. It was reported that it would not deploy correctly into tissue. The procedure was completed with no patient consequences. There were no adverse patient consequences reported.